Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 504 mg/dl with trace levels of ketones. During a system check, it was identified that the customer had not removed the air from the mobi cartridge and during the fill tubing, prior to resuming insulin delivery and an "air gap" was observed. The customer received treatment with intravenous fluids of saline and insulin, and they addressed bg with a correction bolus and manual injection. Treatment resolved with no permanent damage to the customer and they were released from the ER on (B)(6) 2025. Tandem technical support educated the customer on proper load procedures and the customer continued to use the pump for insulin therapy.

Event description:
It was reported the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. During a system check, it was identified that the customer had not removed the air from the mobi cartridge and during the fill tubing, prior to resuming insulin delivery and an "air gap" was observed. Tandem technical support educated the customer on proper load procedures. The customer addressed their bg with a manual injection. Customer continued to use the pump for insulin therapy.